Event description:
It was reported that: manta was deployed, and post image showed vessel occlusion. They had to balloon and stent. The patient was reported as "fine".

Manufacturer narrative:
(B)(4). A product evaluation could not be completed as no product was returned for evaluation. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Ultrasound was used for guiding access of the target artery and assessing centricity at time of puncture, and a femoral angiogram of the target artery was completed prior to insertion of large bore sheath. Manta was deployed with a measured deployment depth of 4cm + 1cm. No issues were encountered advancing or withdrawing the initial procedural sheaths. Right occlusion of cfa was reported. Balloon angioplasty and stent was completed. It is unknown if any damages were present on the unit, with the sample not been returned for analysis. The severity of harm is ranked as a 4 because endovascular intervention requiring stenting and ballooning was used as a treatment for the slowed flow. Complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention (covered stent) are listed in the IFU as possi ble adverse events related to vascular closure devices. Due to an insufficient amount of information regarding the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for investigative purposes, a root cause for the extended hemostasis requiring a covered stent cannot be determined. Based on the information, the most likely root cause of the issue is undeterminable. The der process will continue to monitor for any similar events.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: manta was deployed, and post image showed vessel occlusion. They had to balloon and stent. The patient was reported as "fine".